Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported the basal delivery totals in the pump's total daily dose history did not match the user programmed active basal program total without a known cause for variation. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed a loss of prime alarm on (B)(6) 2015 at 13:24; deliveries resumed at 14:36. A replace cartridge alarm occurred on (B)(6) 2015 at 06:06; deliveries resumed at 07:09. A loss of prime alarm occurred on (B)(6) 2015 at 10:21; deliveries never resumed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm.